Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a lead extraction procedure, this right ventricular (rv) lead and right atrial (ra) lead fractured and deteriorated, resulting in retained lead fragments in both the right atrium and right ventricle. Multiple extraction related complications were encountered during the procedure. The physician noted known fragility associated with lead extraction as a contributing factor. The patient outcome was reported as expected to fully recover, with no hospital admission beyond standard of care. This rv lead was reported to exhibit oversensing, high capture thresholds and high out of range pacing impedance measurements greater than 2500 ohms, with an automatic lead safety switch (lss) previously noted several years prior. This rv lead was disposed of, and a new non-boston scientific lead was successfully placed. No additional adverse patient effects were reported.